Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Reamer handles: lot#: 5631755 screws are missing from the cage that holds the reamer in place. Case type / application: no associated procedure.